Event description:
It was reported that the customer had lost multiple sensors due to improper insertion. Her blood glucose was in the 80-100mg/dl range. She declined troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
See medwatch 2032227-2014-57997 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.